Event description:
During a laparoscopic appendectomy, the endo gia ultra universal stapler with a 45mm articulating tri-staple. The first series fired without incident. A reload was placed on the stapler placed in the abdominal cavity and attempted to fire by surgeon. The stapler/reload did not fire. The stapler/reload was removed, the surgical tech checked placement of reload and stapler, no fault could be seen and replaced in abdominal cavity. The surgeon attempted to fire the stapler again. Stapler did not fire.